Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that when the antenna was inserted, the head of the antenna detached from the shaft. The piece was removed from the patient cavity without injury to the patient.

Manufacturer narrative:
(B)(4). Evaluation of the incident device confirmed the antenna was broken and the outer part of the needle detached. The instructions for use state: use a scalpel or electrosurgical pencil to expand the insertion point if you meet resistance. Although the antenna is flexible, using force to break through an obstruction may lead to breakage and possible injury to the patient. Do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage of the antenna and injury to the patient or user.